Event description:
Customer reported the sys is displaying intermittent filament regulator errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and performed the filament calibration. Sys operates as intended.